Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. Investigation showed that the body was cracked therefore the cap is not fixed straight on the body. The seal between the rubber ring and inner knife can not be guaranteed to be closed. Since instrument producing air bubbles, it leads to harm the patient. Hence it is concluded as reportable. Assuming worst case during surgery may cause injury to the patient, hence it is reportable. The risk is possible injury by microbial, viral or prion infection (patient harm). There is no information that patient harm had occurred. All available information has been disclosed. The complaint is confirmed and has now been closed.

Event description:
During use with eva, air bubble came out from the cutter edge part. Please investigate it urgently and let us know the cause and countermeasure. Sample available. All available information has been disclosed.